Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 209 mg/dl and 87 mg/dl on the blood glucose meter. These values when plotted on a clarke error grid fall into the "c" zone showing the difference in the results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.